Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the contrast on his insulin pump's display screen is different from his previous pumps and is difficult to read; the background is gray with no light turned on. The patient declined to provide his blood glucose; he requested that it be listed at 100 mg/dl. Troubleshooting was initiated for the partial display anomaly. The customer received this new pump over the weekend and when he first turned it on it was apparent to him that the screen contrast was not right. He confirmed that the pump was neither dropped nor bumped. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.